Event description:
It was reported that during an ivor lewis procedure, the white tissue pad tip melted. There was no patient consequence. Unknown how case was completed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.